Event description:
It was reported that an exactamix 2400 valve set had the tubing detach from the adapter (connector) resulting in total parenteral nutrition (tpn) fluid leak. This was observed during bag fill operation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between june 24, 2024 ¿ july 9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.